Manufacturer narrative:
(B)(4).

Event description:
Customer called to report that the while running the coulter ac.t diff analyzer's start up, the white blood cell (wbc) bath was overflowing, the red blood cell (rbc) bath was draining slowly, and pinch valve vl14 was not working. Customer stated that patient samples and results were not affected, and that no one was harmed or affected by the leak. The customer technical specialist (cts) assisted customer with troubleshooting the instrument by advising customer to check the functionality of pinch valve vl14; customer stated that it was not working. Customer also stated that at the time of the call, diluent was overflowing inside the diluter. The cts then generated a service request. The field service engineer (fse) inspected the instrument and replaced drain valves 14 and 15, which failed due to normal wear, to correct the bath overflow issues. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue.